Event description:
It was reported patient underwent a left total elbow arthroplasty on (B)(6) 2014. Subsequently, a revision procedure occurred on (B)(6) 2013 due to unknown reasons. The ulna component was removed and a custom component was implanted. Subsequently, another revision has been indicated due to a periprosthetic fracture under the stem; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that patient underwent a left total elbow procedure on (B)(6) 2004. Subsequently, the patient underwent a revision procedure on (B)(6) 2013 due to ulna loosening caused by patient anatomy. The ulna component and augments were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2015 due to bone fracture under the stem. The ulna component and augments were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2015-00917 / 00918).